Event description:
Pt has difficult venous access and needed an us [ultrasound] IV placed. This rn found very few veins, 2 including the brachial. Decided not to stick the brachials d/t [due to] potential need for a PICC [peripherally inserted central catheter]. This rn stuck the only other vein obvious on us. IV successful but the area the extension screws onto snapped when the extension was screwed on. This resulted in the IV needing to be removed.